Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement test. The following were noted during visual inspection: cracks in the case on the battery tube side, broken left belt clip rail, cracked middle (enter) keypad button. The pump was received with a battery cap that was missing a weld spot. In summary, the customer¿s report of a crack in the case was confirmed during visual inspection. The pump does not meet specs due to the missing weld spot on the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported crack on the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.